Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had the ins for "the bladder and fecal." The reason for the call was that the patient was sleepwalking on saturday night and had a fall. Since the fall, they had not had a bowel movement in four days. They turned off the stimulation yesterday and had a bowel movement. They wanted to know if there was a way to check that their system was working properly. They did not have an appointment for a month for their six month check up. They were redirected to their healthcare provider to further address the issue, as it was explained there was nothing they could do on their handset to check if their therapy was working. They were advised to monitor if they had a return of symptoms, as that could be a sign. Otherwise the doctor would need to do an impedance test or take images of the system to make sure it was not damaged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had contacted their doctor about the fall and constipation over the phone and had an appointment scheduled for (B)(6) 2021. The patient wrote that the fall did not affect the device. They said that there was nothing to resolve and that the issue was resolved. Device removal was not planned.